Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, the reported difficult to insert (ci over clip) appears to be related to user technique. The reported material split, cut or torn (clip cover) was a cascading effect of the reported difficult to insert (ci over clip). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for a torn clip cover. It was reported that during preparation of the xtr clip delivery system (cds) on the back table, the clip arms were difficult to insert into the clip introducer and the clip cover tore. The cds was not used in the patient. A new clip was successfully implanted to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.